Event description:
Event description boston scientific received information that a lead revision procedure was performed on this ventricular lead due to high impedance measurements of greater than 2500 ohms, that was creating noise on the electrogram. A lead fractured was reported to have been suspected. The lead was surgically abandoned and replaced.